Event description:
Good morning, below you will find a quality dispute declaration. Affected product: bd safeassist insulin needle, reference: 329916, lot number: 4008271 description of the problem: when the ides injected the insulin, despite purging and waiting 10 seconds, a large drop came out of the needle when the needle was retracted. They contacted the ide diabetologie, which provided a reminder on the administration methods but the problem continued to persist. Several patients have complained of having to re-inject units of insulin to get the full dose. The medical device could not be preserved. Thanking you, kind regards.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.